Manufacturer narrative:
The available x-ray image was examined. A lead that had been pulled back completely into the ¿ICD device pocket¿ was found, which was wrapped around the ICD. This is characteristic for the existence of a reel/twiddler syndrome. The ICD first underwent a visual incoming inspection. Sparkover traces were found on both the ICD housing and the shock coil of the lead, as can be seen in figure 2. They indicate a sparkover between the shock coil of the lead and the ICD housing. This is consistent with the observed twiddler/reel syndrome. The ICD underwent an electrical examination. The clinical observation was confirmed, the ICD could not be interrogated. The memory content of the device could no longer be read. In a next step, the ICD was therefore opened. A destroyed final shock stage of the electronic module was detected. In addition, a damaged high-voltage fuse was identified, which separates the battery from the electronic module. This led to the lack of interrogatibility of the ICD. These damages clearly indicate a shock delivery into an external low-ohmic shock path. There were no sparkover traces or short circuits either within the ICD or in the connection system, which could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. Aside from the sparkover traces, the lead only showed slight deformations that can be traced to the force impacts of the twiddler/reel syndrome and the interaction with the ICD housing in the area of the ¿ICD device pocket¿. Otherwise the lead was free of defects. The manufacturing process of ICD and lead was reviewed. The production documents did not show any anomalies that could be related to the complained. All manufacturing steps had been carried out correctly. During a shock delivery, a sparkover occurred between the lead and the ICD housing. This conclusion is derived from both the damage manifestation of the damaged electronic module and the sparkover traces on the ICD housing and the lead. The available x-ray image proves beyond doubt that the lead was completely pulled back into the ¿ICD device pocket¿ during the implantation time and that there was contact of the shock coil to the ICD housing. It can be assumed that the ICD carried out a charge procedure due to sensing of interference signals/muscle potentials in the area of the ¿ICD device pocket¿. The subsequent shock delivery took place into the existing external low-ohmic shock path. The documented twiddler/reel syndrome can be regarded as the cause for the clinical observation. There was no indication of a device malfunction. There were no indications of a material defect or manufacturing error at the ICD or lead.

Event description:
Ous MDR - it was reported that the device could not be interrogated 3 months after the implantation. A lead dislodgement was discovered. No worsening of the patient's state of health was reported.